Event description:
Due to a technical problem on 05/25/08, the multiview workstation (central station) turned out of operation. The central station was inspected on 05/26/08 and spare parts were ordered. In the meantime, the customer installed a patient monitor instead of the central station to be able to see the serious and life threatening alarms of the bedside monitors on the status bar (germ: hinweiszeile). The alarm volume of all monitors was set to the maximum. Due to not successful repair, I organized a rental central. The rental central could not be put into immediate operation because the software had to be installed. At noon, a staff of the medical technology dept told me that a pt died in the meantime, because the staff did not hear the alarm. In the afternoon, I installed the rental central and checked it, everything was ok.

Manufacturer narrative:
Our evaluation of the info available at this time and with communication of the draeger technical service rep on site with biomed engineering, we have reached the conclusion that our device did not cause or contribute to this adverse event. According to the biomed engineering, the staff on site did hear the alarm of the concerned monitor/bed, and the alarm from another bed at the same time. By the time the staff reached the pt in question, the pt had already passed away. Draeger device worked as intended.